Event description:
Per the customer, the device overheated and continued to run after activation before a surgery at the user facility. No medical intervention and no adverse consequences were reported with this event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.